Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined.

Event description:
The info provided to sjm indicated a 6f angio-seal vip was selected and deployed with no pre-deployment angiogram performed. Hemostasis was obtained with no complication. The pt presented 19 days later with unk symptoms, prompting a pseudoaneurysm to be ruled out. It was confirmed following a vascular study the pt did not have a pseudoaneurysm, but an oval-shaped mobile foreign body was seen via ultrasound in the common femoral artery at the bifurcation. The foreign body appeared to be attached at one end to the vessel wall and was moving back and forth rhythmically with the pt's pulsating bloodflow. The pt underwent vascular surgical repair 23 days post-deployment. The info provided to sjm indicated the angio-seal device was not involved int his event or related to the detected foreign body, nor was any info given regarding the location of the device during the surgical repair. The pt had no further complications following this event.